Event description:
It was reported to covidien on 10/19/2009 that a customer had an issue with gauze. The customer stated that the gauze is fraying in the pt wound and the surgeon is having to pick the gauze out during surgery.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.